Manufacturer narrative:
Expiration date unknown as lot is unknown. Unknown as lot is unknown. Unknown as lot is unknown. No product was returned to assist in our investigation, therefore, we are unable to determine with certainty why this difficulty may have been experienced. However, we will continue to monitor this device.

Event description:
Procedure: the localization wire was being removed during surgery. The physician stated the hook wire was just beyond the lesion and the hook was in the breast tissue, not the lesion. The wire broke while in the patient, at the point of angle of the hook as the physician was attempting to remove the wire. They were able to retrieve the broken hook tips and wire. Another needle and wire was inserted. The hook wire was within the needle tip during needle manipulation. We were advised that the patient had no adverse consequence due to this issue.